Event description:
The customer reported an unknown population of cells was identified for a normal patient sample when using the cytomics fc500 flow cytometer system. The same sample, when analyzed on another instrument, did not demonstrate the population. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous results reported outside the laboratory. There was no death, injury or effect on patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the amplifier tarpon xl amp signal conditioner board. The board was returned for further evaluation and the malfunction was confirmed, with cause attributed to manufacturing (soldering) issues.

Manufacturer narrative:
Further evaluation of the reported malfunction was conducted. The probability that the malfunction will lead to erroneous results released from the laboratory was determined to be "highly unlikely." The population shift(s) may cause erroneous results, however the issue presents aberrant population positioning in the data plot(s) which is obvious to the user and would be observed upon data review as required per product labeling. Therefore the results are not expected to be believable. Per the instruction for use for the fc500 flow cytometer, users are required to review all data plots prior to sample acquisition, during sample acquisition and also post acquisition and prior to reporting patient results. Based on this evaluation, the malfunction was determined to be not reportable, as the malfunction is highly unlikely to cause or contribute to a death or serious injury if the malfunction were to recur.